Event description:
Pt heart rate noted to drop during esu operation: treated at one point for asystole. Ground pad verified to be completely in contact with pt's skin. No alarms on cautery unit were activated. Grounding pad and multiple use black bovie cord were changed and problem appeared resolved. Cord and "blue box" sent to MFR for evaluation. Date of occurrence 2/9/96.